Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged and was no longer capturing the left ventricle. Reprogramming was done to reduce ventricular pacing until the lead was revised. During lead revision, the lead ¿got stuck¿ and could not be completely removed. The lead was partially removed, and the remaining lead was capped and replaced. It was also noted that during the revision, the physician was given a new cardiac resynchronization therapy defibrillator (crt-d) device and noticed the grommet on the rv coil pin plug missing or deformed. The device was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.